Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the charged coupled device was defective and causing the colored image. It was also found that the outer tube was bent and the unit was unable to acquire white balance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that scopes image was green. The issue was found during preparation for use for an unspecified diagnostic procedure. The procedure was completed with a similar device. There were no reports of harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective charged coupled device holder assembly (r-unit). Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during preparation for use for an unspecified therapeutic procedure.